Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in october 2009 and performed to specification up to 27th march 2011. Between the 3rd april 2011 and the 13th may 2011 the device failed a weekly auto self-test and 3 self-tests during manual power cycles, all due to a low battery. Multiple manual power ups, mainly of ten minutes duration, where observed in the device memory between the 17th july 2015 and the final history log entry on the 28th july 2015. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The random nature of the events stored in the memory and the 10 minute time outs during the course of the investigation would confirm a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The initial pad-pak performed as expected for approximately 17 months before issuing a low battery warning. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.